Manufacturer narrative:
The specimen was collected in a bd, lithium heparin tube and was centrifuged at 3,105 rpm for 10 minutes. Qc was within specifications on the date of the event. Customer provided qc charts in 2007 for accu tni showing that all three levels were within specifications during this time period. System check from two days prior to the second day, passed. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse ran diagnostic and precision testing and results were within specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument. A patient sample (a) was tested for accu tnl and results of 2.87ng/ml and 2.88ng/ml were obtained. The results were reported out of the lab. The sample was re-tested on the next day and was repeated accu tni results was 0.037ng/ml. Based on available information, two samples from this patient were tested for accu tni before the event, for two days in 2007, and results were 0.03ng/ml and 0.04ng/ml respectively. Patient was administered medications following the erroneously elevated accu tni results and had a consultation with a cardiologist. The customer did not receive any report of patient injury requiring medical intervention attributed or connected to this event.